Manufacturer narrative:
Device passed displacement test and self test. The audio tones or beeps functioned properly. However, pump error 63 alarm confirmed in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer hadn't heard anything from insulin pump. The customer's blood glucose value was unknown at the time of incident. The insulin pump will not be returned for analysis.